Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient underwent an implant of a 21mm sjm trifecta valve on (B)(6) 2022. The implanting physician reported there had been no procedural complications during implant and an echocardiogram done post implant confirmed the device had been working as intended. On (B)(6) 2022 during a routine post-op check up, a transesophageal echocardiogram was performed revealing one of the valves cusps was stuck in an open position causing severe mr. The valve was not working as intended. The patient has been reported to be "unstable." No additional information has been provided.

Manufacturer narrative:
An event of a post-op routine check up transesophageal echocardiogram 8 days after the implantation of a trifecta valve which revealed the valve cusps were stuck in an open position and not working as intended was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, d6b, e1.

Event description:
Additional information received indicates that the valve was explanted 24 february 2022 and replaced with a non-abbott valve.

Event description:
Additional information received indicates that on an unknown date the device was explanted.

Manufacturer narrative:
Additional information b5, h6.